Event description:
It was reported that during a da vinci-assisted surgical procedure, the force bipolar instrument cautery was not active. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: there was no injury to the patient. No further information is available.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar instrument was analyzed and found to be a dislodged conductor wire at the distal end. The instrument was found to have a segment of the conductor wire sticking out. A loop of wire is sticking out such that the wire protrudes above the outer surface of the main tube. This causes no cautery activity. The instrument was placed and driven on an in-house system. The instrument passed recognition, and engagement but failed electrical continuity and energy delivery tests. The instrument moved intuitively with a full range of motion in all directions. The grips opened and closed properly. No signs of thermal damage were observed. Additionally, the instrument was found to have damaged conductor wire insulation at the distal end. The wires were exposed. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests and moved intuitively with a full range of motion in all directions. The grips opened and closed properly. The instrument failed electrical continuity and energy delivery tests. There was no thermal damage and no missing material. The complaint was confirmed by failure analysis.